Manufacturer narrative:
There were no alarms associated with the last calibration. However, the alarm trace on the date of the event included a "lower volume of cell cleaner" alarm. The field engineering specialist found the cell blank rinse nozzle was dripping, which he replaced. After performing service the field engineering specialist verified the nozzle was no longer dripping during operation or mechanism checks. Precision testing was performed. The customer performed qc on all tests. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 result for one patient from the cobas 8000 c 702 module. The initial result was 6.8 mg/dl. The repeated result was 9.6 mg/dl. The questionable results were not reported outside of the laboratory. The customer stated they did not have any issues with qc.